Event description:
Customer reported that a patient presented with pain, discomfort and nausea two weeks following a ventral hernia repair with the mesh device. The patient was returned to surgery. A bowel obstruction with dense adhesions was noted during re-operation. The adhesions were lysed and the bowel released from the mesh.

Manufacturer narrative:
H6: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.